Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user had a sudden decrease in hearing performance with the device after an ear cleaning procedure. It was decided to exchange the implant. During the re-implantation surgery it was found that the electrode array was partially out of the cochlea. Per device explantation report there was partial destruction of the cochlea. Cochlea was filled with granulation tissue. Insertion of the new device was difficult.

Manufacturer narrative:
Conclusions: based on the received information, the recipient underwent a device unrelated treatment i.e. Ear cleaning procedure, during which very likely the physician inadvertently pulled the active electrode partially out of cochlea, as the decrease of hearing performance occurred in correspondance with the ear cleaning. Device investigation did not reveal any device defect or malfunction which is expected to have been present whilst implanted. The observed damage is most likely attributable to the explantation surgery. Additionally, granulated tissue and partial destruction of the cochlea have been observed, but there is no allegation against the device having caused or contributed to this event, which is instead thought to be due to a device unrelated inflammation. This is a final report.

Event description:
The user had a sudden decrease in hearing performance with the device after an ear cleaning procedure. It was decided to exchange the implant. During the re-implantation surgery it was found that the electrode array was partially out of the cochlea. It was also reported that there was granulated tissue or material found in the cochlea. However, there is no suspect that the noted tissue contributed to an array movement out of cochlea. The removal of foreign material might have been attempted during the ear cleaning procedure. The recipient has no cochlear malformation. Insertion of the new device was difficult.